Event description:
(B) (4).as reported to coloplast, a patient experienced pelvic pain at 4 weeks after implant and is being treated with physical therapy for 3 months. The device remains implanted to date.

Manufacturer narrative:
The device remains implanted in the patient, so no evaluation was performed. Because the device remains implanted and because coloplast's examination may not conclusively confirm or disprove the report of pain, coloplast accepts the physician's observation of pain as the reason for the medical intervention. Device still implanted - not returned.